Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Moreover, it was unable to program around the diaphragmatic stimulation. Additional information received indicating that the lead was repositioned to a different vessel. The lv lead remains in service. No additional adverse patient effects were reported.